Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Post-procedural device imagery was provided by the site, and the following was noted: the distal tip was torn axially and radially along distal liner edge. There was hdpe stretching along the tears. The 3mensio imagery was also provided, and the following was noted: the patient's access vessels showed the presence of calcification and tortuosity. The reported event for sheath distal tip torn and difficulty advancing through sheath were confirmed based on the provided device imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in product risk assessment, and/or by the manufacturing process variation during the tecoflex trimming step leading to hdpe damage, as investigated in a CAPA. Additionally, patient factors such as challenging anatomy may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, resistance was felt during insertion of the 23mm commander delivery system through the 14fr esheath+ at the distal tip. The valve was successfully implanted, however, the distal tip of the esheath+ was noted to be torn upon removal of the devices. The patient was stable during the procedure, and there was no patient injury.